Event description:
Customer reportedly obtained results of 159 mg/dl, 307mg/dl and 95 mg/dl on the advantage system within 10 minutes. Customer ate candy in response to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.